Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported sys error 105 and reproduced and confirmed through eval. It was determined that this condition was caused by a dislodged component from the input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
It was reported a spectrum pump had sys error 105. It was also reported there was no pt involvement.